Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump is unable to perform the displacement test, self test, active current and sleep current test due to a blank display. P-cap locks properly into reservoir. However, a severely broken battery tube caused the battery cap to lock in causing a blank display. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, broken battery tube threads and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube was noted. Additionally, blank display as noted due to a severely broken battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on the battery compartment of the insulin pump. Troubleshooting was performed and it was reported type of damage is crack on the pump and location of damage is at the battery compartment. No harm requiring medical intervention was reported. The customer discontinued using the device and the device was returned for analysis.